Manufacturer narrative:
(B)(4). Date sent: 4/9/2026 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device 106qq5 / sxpp1a405 batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6), 2026 and barbed suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/29/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one labeled winding former with one used needle suture combination in two section outside the foil packet were received for analysis. Product code sxpp1a405. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be crushed and cut probably caused by a surgical instrument. Additionally, body fluids were found on the strand. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.